Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to the customer's blood glucose level as a result of this event. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received, therefore, no additional information was received regarding the outcome of the event.